Event description:
Per the audiologist, it was reported that the patient underwent revision surgery (date not reported) in order to convert the patient to a transcutaneous osia implant system. Additional information has been requested but it has not been made available as of the date of this report.